Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with long strip of epithelial cells at flap edge of left eye that covers temporal to inferior. This occurred exactly 11 days after flap lift to remove striae. Surgeon gave artificial tears and gel artificial tears to help comfort. Surgeon to monitor at already scheduled post op appointment (B)(6) 2016. Negative staining along area of ingrowth, may be leading to discomfort. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of discomfort and odd feeling, left eye feels a little weird. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -5.50 x -.25 x 95; left eye pre-op 20/20 -4.25 x -.50 x 0.